Event description:
It was reported that, "the jaw broke off during a lap chole-no injury-piece was retrieved."

Manufacturer narrative:
The actual device has been received. A quality engineer is evaluating the device. I will file a supplemental report when the investigation is completed.